Event description:
The customer contacted philips healthcare to report that the device failed operational check. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
.